Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician caused a pericardial puncture when introducing the sheath. It was unknown at this time if the patient was hospitalized and if there was intervention. The procedure was aborted and the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.